Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a fracture of the right ventricular (rv) lead was suspected. Physician decided to change parameters to unipolar and loss of capture (loc) was exhibited as well. An additional surgical information is being schedule. This lead remains in service. No adverse patient effects were reported.